Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated they can't get their device to go into MRI mode or tell them how much charge it has, and they just keep getting "no device found." Caller stated it has been charging for like 4 days now. Caller added that they were at the facility to get an MRI, but they couldn't get it into MRI mode and couldn't get the scan. Patient services (pss) had caller attempt to connect the controller to the implant; caller kept seeing no device found. Caller commented they even tried putting the controller over theimplant with no success. Pss had caller connect the recharger to the controller and place the antenna over the implant. Caller connected and saw the controller was 100% and the implant was low. Caller was recharging with excellent quality. Pss reviewed with caller the battery levels and caller confirmed the controller had been charging from the ac power supply for 4 days. Pss reviewed with caller how to enter into MRI mode. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Pt reported that the device had to be removed to lower it. It was sitting on a nerve. Replaced battery and moved the implant, lowered. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.